Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient suspected to be infected. All components were removed. The surgeon treated with an antibiotic spacer implant.